Event description:
Follow up information received, the patient's scs ipg was replaced.

Manufacturer narrative:
Abbott has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Abbott defers to the patient¿s physician regarding medical history.

Event description:
It was reported the patient's charger only connected with the ipg intermittently. As a result, surgical intervention may be taken for ipg replacement.